Event description:
It was reported to philips that the device was failing to recognize the therapy cable during operational testing. The customer requested that the device be returned for bench repair. There was no reported patient or user involvement and no adverse patient/user impact.

Event description:
It was reported to philips that the device was failing to recognize the therapy cable during operational testing. The customer requested that the device be returned for bench repair.